Manufacturer narrative:
MDR 3003442380-2024-02631 - device 4 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On 18-apr-2024, it was reported that patient faced six infusion sets cannula kinked event between 01-mar-2024 to 25-mar-2024. The event occured within 3 hours of insertion. The infusion set was in use for few hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.